Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported buttons not working which was confirmed during evaluation. Evaluation observed inoperable keys on the keypad. When using a known good keypad, evaluation observed the keys to work however there was a delay. The cause was determined to be the processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced all buttons on the keypad was not working. There was no patient involvement. No additional information is available.